Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found a clogged waste port 1 which resulted in incomplete aspiration into the aspiration cuvettes. The clog was cleared. The signal errors that were flagged by the system resulted from pre-light that occurs before the flash in the luminometer. The cse, also, found fluid in the luminometer. The discordant ee2 results were potentially caused by the waste port 1 clog and incomplete aspiration. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated enhanced estradiol (ee2) results were obtained on two patient samples upon repeat testing on an advia centaur xp instrument. The instrument provided signal errors. The samples were repeated on an alternate advia centaur instrument and repeated results were not provided to siemens. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ee2 results.